Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the investigation found there to be objective evidence indicating a product problem. Therefore, the reported complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, this complaint has been confirmed.

Event description:
A user facility clinical manager (cm) reported that a blood leak occurred approximately one hour and twenty minutes into a patient¿s hemodialysis (hd) treatment. Blood was reportedly seen leaking from the arterial line near the blood pump. Upon removal of the bloodlines, a tear was noticed on the arterial segment that goes in the blood pump. Additional details were provided upon follow-up with the user facility. Per the facility¿s biomed, at first the bloodline was thought to be defective. However, upon further inspection it was determined that the machine had a bad blood pump rotor. Despite this, the facility continued to use the machine until it happened again. The machine¿s blood pump rotor was replaced and there have been no further issues during use. Although no visible damage was found on the blood pump rotor, the biomed suspected that one of the rollers was loose and pinched the bloodline during treatment. The biomed said the tear on the line was not significant; they said that it looked more like a pinhole than a tear. The biomed did not think there was anything wrong with the combi set bloodlines. An estimated blood loss (ebl) amount was not provided, but it was said to be minimal. The biomed indicated that the leak was caught shortly after it began. It was also reported that an unusual noise was heard coming from the machine just prior to the blood leak occurring. However, there were no alarms from the machine. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event.

Manufacturer narrative:
Note: a separate MDR submission has been sent for the subsequent blood loss event referenced in b5; see MFR report #: 2937457-2023-01265. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a blood leak occurred approximately one hour and twenty minutes into a patient¿s hemodialysis (hd) treatment. Blood was reportedly seen leaking from the arterial line near the blood pump. Upon removal of the bloodlines, a tear was noticed on the arterial segment that goes in the blood pump. Additional details were provided upon follow-up with the user facility. Per the facility¿s biomed, at first the bloodline was thought to be defective. However, upon further inspection it was determined that the machine had a bad blood pump rotor. Despite this, the facility continued to use the machine until it happened again. The machine¿s blood pump rotor was replaced and there have been no further issues during use. Although no visible damage was found on the blood pump rotor, the biomed suspected that one of the rollers was loose and pinched the bloodline during treatment. The biomed said the tear on the line was not significant; they said that it looked more like a pinhole than a tear. The biomed did not think there was anything wrong with the combi set bloodlines. An estimated blood loss (ebl) amount was not provided, but it was said to be minimal. The biomed indicated that the leak was caught shortly after it began. It was also reported that an unusual noise was heard coming from the machine just prior to the blood leak occurring. However, there were no alarms from the machine. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event.